Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the sales rep commented that he attended the surgery and confirmed the anvil was attached to the trocar properly and the adjusting knob was rotated well. The gap setting scale marked about 2.0mm and the trigger was pulled but the device did not function although the gap setting scale backlight was illuminated. The battery was reinserted, and the anvil was attached to the trocar again but the issue did not improve, so the device was replaced. Since the anvil was placed in the ileostomy pouch during a total proctocolectomy, the pouch could not be cut off, so only the device was replaced to anastomose. The anastomosed site was checked by a colonoscope and there was no problem, so the colostomy was performed as planned. After the surgery, the anvil was attached to the trocar and the device was attempted to fired outside the patient but could not. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device did not function although the trigger was pulled at the 1st firing. The anvil was reattached to the trocar, and the battery was reinserted, but the issue did not improve. The device was used between the ileum and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 03/29/2022, d4: batch # u5fa0w. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the hub flag was noted to be broken. No conclusion could be reached as to what may have caused the hub flag to break. Also, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer and anvil, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.